Event description:
The facility reported less than five seconds after the phaco emlusification process, a corneal burn was noted. No intervention was reported. Pt outcome was not provided. Add'l info has been requested.

Manufacturer narrative:
Provided customer with add'l info on possible causes of thermal injuries. The customer declined to complete the questionnaires. No svc has been requested to date; no samples have been rec'd for eval. Unable to determine root cause from this eval.